Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the auxiliary water channel of the videoscope was clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the locations where the foreign material was detected and there was no deviation from IFU (instructions for use) in reprocessing steps. Hence, the cause of the material remaining could not be determined. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.